Manufacturer narrative:
Zoll medical corp. Has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately displayed an "install batteries" message with new batteries installed. Complainant indicated that there was no patient involvement in the reported malfunction.